Manufacturer narrative:
Event-updated event statement. Please disregard all previous event statements. Patient codes added. Device code added. Claim #(B)(4).

Event description:
The reporter indicated that on (B)(6)2018 the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, into the patient's right (od) eye. On (B)(6)2018 the lens was exchanged with a shorter lens due to excessive vault and glare/halos. The problem was resolved. The cause of the event is reported as user error, stating "the implant placed was too big."

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, into the patient's eye. The surgeon reports the lens "is too big" and is planning to exchange it for a shorter lens. However, unable to obtain additional information despite repeated requests.

Manufacturer narrative:
Additional data: lens work order search was performed. One similar complaint type event within associated lots found. (B)(4).

Manufacturer narrative:
Additional information: the lens was implanted in the left (os) eye. On (B)(6) 2018 the lens was exchanged with a shorter lens. The lens was returned in liquid and taped to an email. Visual inspection found no visible damage to the lens. (B)(4).